Event description:
It was reported that when changing the patient's trach, the cuff port does not accept the syringe. The customer tried with multiple size syringes and none fit in the new trach cuff port from an april delivery. The trach cuff port from the march delivery accepts the all syringes. When compared side by side the cuff ports are different sizes. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample luer was noticeably tapered. Functional testing found the cuff port would not attach to the luer slip fitting. Using a 6" caliper, the od and ID of the sample was measured (od-0.285 mm; ID-0.140 mm) and compared to a new unsterilized (od-0.258 mm: ID-0.160 mm) cuff port. The returned sample had smaller readings (undersized) and a milky white coloring was noted. The root cause of the issue could not be determined with any certainty at what point this defect occurred. However, as a precaution, a quality alert was issued to production to heighten awareness to this potential issue and the sample was forwarded for secondary investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.